Manufacturer narrative:
Per customer, qc was within lab-established ranges. On (B)(4) 2010, a bci field service engineer (fse) found line 20 peri pump was almost out of tubing and pulling air. The three filters at the peri-pump were placed on backwards. Fse replaced the peri-pump filtered, primed the unit, and verified performance. This reportable event is related to MDR 2050012-2011-00238, which was filed for the malfunction portion of the event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneous low sodium (na) results generated by synchron cx5 delta clinical system. One of the erroneous results was reported out of the laboratory. The laboratory was uncomfortable with the critical low results and requested a blood drawn from the doctor to be used as control. The samples were repeated and results within the normal range were obtained. One patient was admitted to hospital based on this event; however, it is unknown which of the patients was admitted to the hospital.